Event description:
The customer reported to customer service that the power supply for her breast pump would not power her pump and that wires were exposed which sparked, though there was no fire or flame and no injuries resulted.

Manufacturer narrative:
Ordering information was provided to the customer so that a replacement power supply can be purchased. Attempts to follow up with the customer to obtain additional complaint information and to get the product back for evaluation are on-going. The customer stated that she witnessed sparking, which is a safety risk. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.